Event description:
It was reported that cartridge had difficulty moving along guide tracks during use. There was no reported impact to the customer¿s blood glucose level. Customer inspected pump and pneumatic tap area with guidance from technical support, confirmed there was no visible damage or debris, cleaned pneumatic tap area, verified cartridge o-ring was in place and undamaged, reloaded original cartridge through pump load menu, and then successfully resumed insulin therapy; no additional issues were noted.